Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found no observations pertaining to the nature of the reported event or any other anomaly. Functional test was performed using the device deployment system. Test revealed that both triggers could be activated as intended. The overall complaint was not confirmed as the observed condition of the meniscal deployment gun would have not contributed to the complained device issue. Based on the findings, the investigation could not draw any conclusions and no potential cause about the reported event can be established due to the insufficient evidence provided. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. E1: reporter facility name: (B)(6).

Event description:
This is report 1 of 2 of (B)(4). It was reported that during a meniscal repair surgical procedure the meniscal deployment gun device would not release and double deployed. The device would not release after being fired and could not be used normally. The user changed another device to continue the surgery, after the first firing, two plates were deployed at the same time. A second device be used normally and the needle was changed to complete the procedure. Another like device was used to complete the procedure successfully. There were no reports of injuries, medical intervention or prolonged hospitalization. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: d9, h6: the actual device has been returned and is currently pending evaluation. Once the investigation has been completed, a supplemental medwatch report will be submitted accordingly.